Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: upon completion of the investigation the reported incident was unable to be confirmed. The device was evaluated by technical service staff, and revealed the device functioned as intended. The event was unable to be reproduced, and the root cause of the reported event was unable to be determined. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Review of the device history records revealed the device was last serviced 07jul2016. Heartmate ii power module instructions for use revision b states if the system monitor screen does not function properly, contact thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was frozen.